Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an insulation issue. It was noted that the rv lead had noise with oversensing on the marker channel, resulting in inducing ventricular fibrillation (vf) detection of the cardiac resynchronization therapy defibrillator (crt-d) and pacing inhibition. Reprogramming was done and the lead was later explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.